Event description:
It was reported that a spectrum iq pump was 'not pulling solution through' during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device was determined to be within specification and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.